Event description:
It was reported that the recently implanted patient experienced a fever and also redness at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. It was assessed that the patient had an infection. The patient was administered antibiotics and underwent a procedure in which the entire scs system was explanted. The patient is expected to fully recover. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: avista? MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7083359, UDI: (B)(4). Brand name: avista? MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7086994, UDI: (B)(4).